Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) recorded atrial tachy response (atr) episodes that are due to noised that occurred during device implant. Additionally, pacemaker mediated tachycardia (pmt) episodes were also recorded that managed to appropriately end with the pacemaker mediated tachycardia (pmt) algorithm. The device remains in service. No adverse patient effects were reported.